Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 501 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege that insulin pump was under delivering. Customer assisted for troubleshooting and there was no leaks and air bubbles. Customer performed high pressure test and displacement test and both were passed. The insulin pump will not be returned for analysis.